Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, during surgical use, the surgeon used the size 2 8mm poly to set alignment with the talus and tibia trials in the 74 year old male patient. Surgeon pulled the poly out with a ronjour and the poly broke. All parts and pieces that fall into patient wound site were removed by the surgeon. The piece of the poly was removed. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Lot number: 326638013. (H3) the broken punch liner reported may have been due to improperly attaching the punch liner to the tibial punch guide, which positioned the extraction feature inside the wound site. The absence of the extraction feature on the outside of the wound site likely resulted in the need to use a surgical tool, such as a ronjour, to remove from the tibial punch guide and resulted in the observed damage.